Event description:
It was reported that during a procedure, air leaked in about an hour. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information: were any noises heard such as whistling or hissing? Yes. If so, did the noise prevent insufflation? No information. Was there a drop in pressure? No if yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? No information. Were you able to identify where the leak was coming from? Valve. Was a device inserted in the trocar during the leaking? Yes. If so, what device? 5mm forceps. Was any torque being applied to the trocar or device? No.